Manufacturer narrative:
Investigation summary: a mz1000 sample was not available for investigation of this feedback; however the customer confirmed that the complaint sample was from lot 20116314. Further information provided by the customer indicates that the occlusion was identified whilst connected to a baishiwei safety catheter and kangdelai infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116314 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that 10 maxzero needleless connectors were clogged. The following information was provided by the initial reporter: "mz1000 product connector does not drop liquid when connecting the inplacing needle, which occurred in geriatrics, and the number of affected is 10".

Manufacturer narrative:
Investigation summary: a mz1000 sample was not available for investigation of this feedback; however the customer confirmed that the complaint sample was from lot 20116314. Further information provided by the customer indicates that the occlusion was identified whilst connected to a baishiwei safety catheter and kangdelai infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116314 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 (B)(4) product in the past 12 months.

Event description:
It was reported that 10 maxzero needleless connectors were clogged. The following information was provided by the initial reporter: "mz1000 product connector does not drop liquid when connecting the indplacing needle, which occurred in geriatrics, and the number of affected is 10".